Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a jelco hypodermic needle-pro needle had a loose and deficient connection between the cannula and the cap and that the "crew connection" did not exist. It was clarified that the safety device detached from the cannula. It was unknown whether the event occurred while the device was in use or prior to use. No patient injury was reported.